Event description:
Reporter alleged blood glucose measured 113, 200, & 150 mg/dl when all tests were performed back to back of each other however, no time between tests was provided. It was stated customer then went to the lab and their result was 280 mg/dl compared to the customers' meter result of 138 mg/dl when tested within less than 10 minutes. Customer stated the doctor changed the dosage of their oral diabetes medication as a result. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.